Event description:
It was reported by a company rep that a vns pt began to have an increase in seizures three weeks after having parameters increased. Interventions taken were to stop all medication except one along with increasing the output current from 1.75 ma to 2 ma. After a month the pt began to experience another increase in seizures and output current was increased from 2 ma to 2.25 ma. At the moment it is unk if the pt's increase in seizures is related to vns therapy as good faith attempts to obtain add'l info have been unsuccessful to date.